Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 38mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed, it was noted that the distal stent struts were lifted. The procedure was completed with another synergy stent. There were no patient complications nor injury reported.